Event description:
The reporter indicated that during the last f/u visit, approx. Three months ago, no anomalies were observed. At a f/u visit on 7/18/97, a magnet rate of 76.5 ppm and cell voltage of 2.35 v were obtained early battery depletion was suspected, and the device was explanted. This device was included in the 1991 safety alert.